Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Technical support advised customer of suggested trouble shooting. The customer indicated they performed troubleshooting and found that their patient circuit was bad. They performed est again and all test passed.

Event description:
The customer reported the unit failing est for pressure relief valve error. There was no patient involvement.